Event description:
It was reported that the rewarming patient and water temperature (wt) had been dropping. Patient temperature (pt) was now well below targeted temperature (tt). Did received alert 113 reduced water temperature control. Neonatal pads connected, targeted temperature (tt) was 36.5c, patient temperature (pt) was 32.9c, water temperature (wt) was 28.5c, water flow rate (wfr) was 0.4 l/m, system diagnostics, outlet monitor temperature (t1) was 28.5c, outlet control temperature (t2) was 28.4c, inlet temperature (t3) was 28.3c, chiller temperature (t4) was 3.9c, water flow rate (wfr) was 0.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 4447.0, pump hours were 4205.1. Walked through stop therapy, disconnect and straightening pads. There was a notable kink in pad line. Restarted therapy, water flow rate (wfr) was stabilized at 0.9 l/m. Called back 30 minutes later and water temperature (wt) was 40c, water flow rate (wfr) was 1 l/m. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The complete initial reporter's facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. The complete initial reporter's facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rewarming patient and water temperature (wt) had been dropping. Patient temperature (pt) was now well below targeted temperature (tt). Did received alert 113 reduced water temperature control. Neonatal pads connected, targeted temperature (tt) was 36.5c, patient temperature (pt) was 32.9c, water temperature (wt) was 28.5c, water flow rate (wfr) was 0.4 l/m, system diagnostics, outlet monitor temperature (t1) was 28.5c, outlet control temperature (t2) was 28.4c, inlet temperature (t3) was 28.3c, chiller temperature (t4) was 3.9c, water flow rate (wfr) was 0.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 4447.0, pump hours were 4205.1. Walked through stop therapy, disconnect and straightening pads. There was a notable kink in pad line. Restarted therapy, water flow rate (wfr) was stabilized at 0.9 l/m. Called back 30 minutes later and water temperature (wt) was 40c, water flow rate (wfr) was 1 l/m. Sn (B)(6).